Event description:
It was reported that the insulin pump alarmed motor error during prime.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during occlusion test due and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.